Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from april 28, 2020 - april 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seam. This issues was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.